Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined system check with tandem system support. Customer changed out pump supplies to address the alarm. No reported impact to the customer¿s blood glucose level.